Manufacturer narrative:
Correction: d1, d3, d4: unique identifier (UDI) # additional information: d9, g4, h3, h6 and h11 h11: the device was received for evaluation. During functional testing, the reported problem "air in line alarms" was not reproduced. A review of the event history log revealed "air in line" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was identified through event history log review however the device was found within specification. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line during an unspecified process step. There was no patient involvement. No additional information is available.